Event description:
Recurring events with defective IV extension sets by the same manufacturer (ICU medical), model #, and similar lot #s. First event: IV extension set with filter leaking at the filter site. Patient on cycled total parenteral nutrition (tpn) infusion had new bag of tpn primed with IV extension set 0.2 micron filter. When tracing the line, the registered nurse (rn) felt that the filter was wet. The tpn infusion was started and rn noticed the filter was leaking at the top. Rn stopped the infusion and replaced the filter sterilely and restarted the infusion. ICU medical (ref #20668-28, lot #13776253). Second event: patient was being deaccessed for seven day port re-access. Removed line from cap. Male end of new filters being used broke off in the female end of the cap. Cap had to be switched before deaccess could occur. Issue could lead to unnecessary cap changes due to faulty filters. Extension with filter item broke apart (ref# 364935, lot #13763281). Third event: rn went to disconnect patients line for labs, and when rn tries to untwist the blue cap from the primary tubing, the tip of the filter spun off/broke off from the component as a whole but the middle of it was still attached to the blue cap. If rn continued to pull it apart, it would have broken and stayed stuck inside the blue cap. The filter that was attached to the primary tubbing is a temporary supply, different from our stock. Rn ended up replacing the blue cap and lines with our regular chemo filter. The item listed is the defective/broken product, the nurse then used our chemotherapy filter product as a replacement since the above product was what she found defective. Extension set 17in (0.2) micron filter, clave y site secure lock. (Ref# 364935, lot #13763281).